Event description:
Information received notes that the patient presented with a measured battery data of 2.31 v, 305 ua, <1 kohms, apparent fusion and intermittent complete heart block. The patient was not symptomatic but felt twitching in his shoulder when measured data was taken. The patient was hospitalized until the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received